Manufacturer narrative:
The lead was only partially removed, and it was noted would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was explanted due to endocarditis after an artificial valve was implanted. There were no additional adverse effects reported.